Event description:
The patient developed an infection in tooth location # 6 after the fixture had been placed for almost five (5) years. The doctor indicated that the infection and bone condition were contributing factors for implant removal.